Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during follow up with the physician, the clinician programmer showed premature battery depletion. There were no external contributing factors. The ins was replaced and the issue was resolved. The patient was alive with no injury. No further complications were reported or anticipated.